Event description:
This 45-yr-old female had silicone gel breast prosthesis implanted twice in 1989. The MFR of the implants is unknown to this reporting facility. The pt presents signs and symptoms of capsular contracture, retracted left nipple and wishes implant replacements. Gross exam: both implants are partially deflated.